Event description:
(B)(4). The dentist reported 1 month after the dental implant was installed in the patient's mouth it was verified its non osseointegration. The implant was carried out immediately.